Manufacturer narrative:
A product investigation was completed: the first hook/screw holder was returned with both of the tabs that insert into the head of the screw broken. The second hook/screw holder only had one broken tab but the outer sleeve and the stem were cross threaded. The hook/screw holder (part 388.61) is an instrument in the universal spine system (uss) and uss variable axis screw (vas) system. The holder is used to place hooks, insert screws and provisionally tighten the construct (secure the nuts). The relevant product drawings were reviewed during the evaluation. The first hook/screw holder was returned with both of the tabs that insert into the head of the screw broken. The second hook/screw holder only had one broken tab but the outer sleeve and the stem were cross threaded. The reporter stated that the tabs of the hook/screw holder broke during final tightening. The cross threading was not reported in the complaint and was most likely the result of the high torque required to tighten the screws that caused the tabs of the instruments to break. In addition, repeated use of an instrument over the course four years could contribute to the device failure. The complaint condition for these instruments could not be replicated. There is insufficient information available to determine the true root cause of the failure. From the complaint description and the condition of the returned items, the most likely root cause of the intraoperative device failure is excessive torque used to tighten the screw. This most likely led to the breakage of the hook/screw holders¿ tabs and the subsequent cross-threading of one of the holders. Technique guides for both the uss and uss vas both emphasize that a 10nm torque wrench must be used for final construct tightening. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient initials: (B)(6). Patient weight is unknown. Additional product code: gdg. Device is an instrument and is not implanted/explanted. Device history record review: part number: 388.61, lot number: 6526674: release to warehouse date: august 9, 2011. Manufactured by synthes (B)(4). View of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had a posterior spinal fusion performed at l4 -ilium (no screw in s1) using synthes universal spinal system (uss) on (B)(6) 2014 for a traumatic sacral fracture. The patient did not heal and has a non-union. The bilateral rods broke just cephalad to the iliac screws; it is unknown when the rods broke. On (B)(6) 2015 the patient underwent a posterior revision; all of the hardware from the (B)(6) 2014 surgery was removed. The l4, l5 and the ilium were replaced with larger diameter screws. While placing the right iliac screw two screw holders broke while trying to make the final couple of turns. While using a third screw holder the top of a screw broke off. The screw was easily removed; all fragments of the screw and screw holder were retrieved. The surgeon placed another screw in the right ilium, connected new rods and successfully completed the surgery. There was a ten (10) minute surgical delay. There was no harm to the patient. No additional information available. This is report 4 of 5 for (B)(4).